Event description:
Customer reported a low blood glucose reading of 38 mg/dl. Customer stated that she was running low due to not having the insulin pump or sensor in use. She was treating with manual injection and stated that she may have given herself the wrong amount. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.